Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a molding defect causing sharp protrusions. The following information was provided by the initial reporter: "burr on the stopper."

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a molding defect causing sharp protrusions. The following information was provided by the initial reporter: "burr on the stopper."

Manufacturer narrative:
H.6. Investigation: bd received samples, and photos were forwarded to the manufacturing facility for investigation. The photos were evaluated and the customer's indicated failure mode for burr on stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.